Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that another lab sends them their repeat (B)(6) samples for confirmatory neutralization testing with the abbott prism hbsag confirmatory assay. On (B)(6) 2018, samples (B)(6) that generated repeat (B)(6) results at the other lab generated confirmatory neutralization assay results of (B)(6) with the abbott prism hbsag confirmatory assay. Both samples tested (B)(6) by a hbsag nat method and were (B)(6). No suspect results were reported from the lab. There is no impact to donor management reported.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances, potential non-conformances or deviations were found, which may have impacted the performance of the product. The prism hbsag confirmatory assay is an offline dilution of the samples, which are then run on the hbsag assay. Therefore, reactive rate (specificity) data does not exist for the confirmatory assay itself. The prism hbsag confirmatory assay package insert provides information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.